Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 05/18/2015. Electrode belt: 06/03/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. It was reported that the patient's passing was cardiac related.   Per clinical review of the available ECG data, the patient experienced a treatment events of five shocks. The patient experienced a first treatment event at 17:18:28 when the patient's rhythm was ventricular tachycardia (vt) at 210bpm and motion artifact, the post shock rhythm was sinus bradycardia at 20-30 bpm with sinus pause of (14.65 seconds) and motion artifact. The patient experienced a second treatment at 19:21:27 when the patient's rhythm was vt at 190 bpm and the post-shock rhythm was sinus bradycardia at 40 bpm with motion /tactile artifact. The patient experienced a third inappropriate shock at 19:29:32 when the rhythm was CPR/motion and tactile artifact, and the post shock rhythm was sinus bradycardia at 30 bpm with tactile/motion artifact. Treatment four occurred at 19:32:35 when the patient's rhythm and post-shock rhythm was CPR/motion and tactile artifact. The patient experienced a fifth treatment at 19:33:00 when the patient's rhythm was asystole with cardiac activity and CPR/motion and tactile artifact. The post shock rhythm was ECG interference/disconnection and loss of ECG due to removal of the electrode belt. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. It was reported that the patient's passing was cardiac related.   Per clinical review of the available ECG data, the patient experienced a treatment events of five shocks. The patient experienced a first treatment event at 17:18:28 when the patient's rhythm was ventricular tachycardia (vt) at 210bpm and motion artifact, the post shock rhythm was sinus bradycardia at 20-30 bpm with sinus pause of (14.65 seconds) and motion artifact. The patient experienced a second treatment at 19:21:27 when the patient's rhythm was vt at 190 bpm and the post-shock rhythm was sinus bradycardia at 40 bpm with motion /tactile artifact. The patient experienced a third inappropriate shock at 19:29:32 when the rhythm was CPR/motion and tactile artifact, and the post shock rhythm was sinus bradycardia at 30 bpm with tactile/motion artifact. Treatment four occurred at 19:32:35 when the patient's rhythm and post-shock rhythm was CPR/motion and tactile artifact. The patient experienced a fifth treatment at 19:33:00 when the patient's rhythm was asystole with cardiac activity and CPR/motion and tactile artifact. The post shock rhythm was ECG interference/disconnection and loss of ECG due to removal of the electrode belt. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death. Per clinical review of the continuous ECG data, the patient experienced a treatment events of five shocks. The device detected two arrhythmias from 17:16:18 to 17:17:06, while the patient was in a sinus rhythm at 70 bpm degrading to vt at 250 bpm with tactile artifact and CPR/motion artifact. The device detected a non-treatable rhythm at 17:17:26. The patient experienced a first treatment event at 17:18:28 when the patient's rhythm was ventricular tachycardia (vt) at 210bpm and motion artifact, the post shock rhythm was sinus bradycardia at 20-30 bpm with sinus pause of (14.65 seconds) and motion artifact. The electrode belt was disconnected at 18:47:02, while the patient was in a sinus rhythm at 80 bpm with motion artifact. The electrode belt was reconnected at 19:17:56, while the patient was in vt at 250 bpm with motion artifact. CPR/motion artifact prevented the lifevest from delivering a treatment. The patient experienced a second treatment at 19:21:27 when the patient's rhythm was vt at 190 bpm and the post-shock rhythm was sinus bradycardia at 40 bpm with motion /tactile artifact. The patient experienced a third inappropriate shock at 19:29:32 when the rhythm was CPR/motion and tactile artifact, and the post shock rhythm was sinus bradycardia at 30 bpm with tactile/motion artifact. Treatment four occurred at 19:32:35 when the patient's rhythm and post-shock rhythm was CPR/motion and tactile artifact. The patient experienced a fifth treatment at 19:33:00 when the patient's rhythm was asystole with cardiac activity and CPR/motion and tactile artifact. The post shock rhythm was ECG interference/disconnection and loss of ECG due to removal of the electrode belt. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) and electrode belt sn (B)(6) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. H4. Device manufacturer date: monitor: 05/18/2015, electrode belt: 06/03/2014.